Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet shortly after a set change while using a steel contact detach infusion set with 23-inch tubing, and the alert occurred during a meal announcement. Symptoms included elevated blood glucose of 235 mg/dl. Outcomes included the need to disconnect and test the infusion set and tubing, with education provided to monitor for recurrent occlusion. Investigation included telephone troubleshooting and functional testing of the tubing. Investigation of this case revealed an insulin delivery occlusion that was only resolved after a supply change, consistent with an infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the infusion system.